Manufacturer narrative:
Dimensional inspection verifies that this is an 8x30mm product. This product is three years old. The complaint indicated ¿screw broke inside the patient's tibia when being threaded, was removed with grasper clamp¿. The screw is in poor condition. There are multiple stress fractures. Threads have been cracked and rolled. The complaint indicated that the pieces were removed. The physical condition indicates difficulty with proper insertion. No root cause related to the manufacturing of this device can be confirmed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw broke during insertion. The broken pieces were removed and a backup device was available to complete the procedure without any reported delay or patient impact.